Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lung biopsy, at the time the recharge was going to be mounted on the stapler, could not load because the end of the reload was broken/damaged. Another reload was used to complete the procedure. There was no patient injury.